Manufacturer narrative:
(B)(4). Batch #: v95j5e. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and it was found that the blade was cracked at the pin hole under the shroud of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to what caused the cracked pin hole issue. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the scalpel was hard to cut . Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.